Event description:
The dr inserted the lens delivery cartridge into the eye and upon advancing the plunger, the lens tore proximal to the optic on the trailing haptic. And incision enlargment from 3.5 mm to approx 5.0 mm was required to remove the lens.

Manufacturer narrative:
F8: na - MFR did not receive a medwatch report from the user facility. F10: patient code (corrected) - 2200 (other) incision enlargement, unlabeled. F10: device code - 1628, unlabeled. G4: information corrected to date that MFR received information that made the complaint "reportable".